Event description:
It was reported that a cadd® cadd-legacy® plus pump displayed no disposable messages. It is unknown if there was patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Functional testing verified the reported problem. The root cause of the problem was a faulty downstream occlusion sensor. To resolve the problem, the downstream occlusion sensor was replaced.

Manufacturer narrative:
Additional information: reporter confirmed the issue was detected during bench testing and no patient was involved.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The reported problem of a "no disposable" alarm was verified. In order to repair the issue, the dso was replaced, the device was calibrated, and the software was re-installed. The device passed all functional and delivery tests.